Manufacturer narrative:
The reported event of premature battery depletion was not confirmed and reported event of failure to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During follow-up, premature battery depletion was observed on the device and interrogation of the device was not possible. The event was resolved by explanting and replacing the device. The patient was in stable condition.